Manufacturer narrative:
(B)(4). The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the cannula device was not reported or able to be subsequently ascertained.

Event description:
It was reported on 18 nov 2019 that a (B)(6)-year-old female patient with a history of atrial fibrillation and prior procedure of an endocardial ablation, underwent a convergent and left atrial appendage management. Patient was heparinized for the procedure. The surgeon inserted the epi-sense cannula and right sided ablations were started. While the surgeon was repositioning the cannula, camera and suction was inserted, red blood was noticed. The ivc where the surgeon thought she may have pushed too hard due to a fair amount of adhesions that were noted. The procedure was converted to an open sternotomy with patient on-pump. The ivc was quickly repaired with a suture. The procedure was then completed and an atriclip flex v45mm successfully placed on the laa. The patient came off pump with no issues. There was no reported device malfunction, and the adverse event was the result of a procedural complication.